Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x3.00, concentric, de novo lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A non-bsc guidewire was advanced to cross the lesion. Following predilation with a 2.5x15mm maverick balloon catheter, a 3.00x24mm promus element ¿ stent was selected for use and advanced to treat the lesion. While crossing the lesion, due to the lesion calcification, the physician encountered resistance. Finally, after several attempts, the promus element ¿ stent was deployed. After deployment of the stent, while taking angio shoot, the physician found mild dissection at the distal sit of the lesion. The procedure was completed by implanting another 2.75x16mm promus element ¿ at the distal site of the lesion to cover the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).